Manufacturer narrative:
The patient is awaiting a lead revision, no intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-02844. It was reported the patient experienced ineffective therapy due to high impedances on their scs lead. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient was experienced ineffective therapy due to high impedance was reported to abbott. The patient¿s lead and extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs extension and scs lead were explanted and replaced to address the issue.